Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a red warning screen. The patient reported to have received five shocks the day prior. Upon interrogation, the red screen appeared stating that critical therapy was available. A guidant technical services consultant discussed device replacement. The device was explanted and replaced with another guidant ICD.